Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer alleged that the user was driving the chair and the chair just stopped. The dealer stated the user stated that he turned it off and on and the chair ran.